Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during a procedure wherein the needle detached when being pulled out. Replaced by another device to complete the procedure. No patient injury.